Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that two plates on the omnispan meniscal repair 12 deg device were deployed at the same time. Another like device was used to complete the procedure without a delay reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time. Changed another needle, could not fire, could not removed the needle, removed it with big force, and the spring also was pulled out. The 2 needles along with one set of sutures and plates were received and evaluated. The needles are not identified on their corresponding issues. When performing the visual inspection, it could be observed that both needles are in good condition, there are no structural damages, one needle has the rubber sleeve slidden. The plates and sutures were reviewed, no structural anomalies were found. The second set of plates and sutures was not returned. A manufacturing record evaluation was performed for the finished device lot number 6l47156, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for this issue can be attributed to an bent tip of the slider deployment shaft, a bent tip can occur when a bad technique is used at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the bent tip of the shaft got pushed the second plate leading to a double deployment. On the second needle, the operator attempted to do the first shoot, the bent tip of the shaft got stuck inside the needle, therefore a misfire occurred. When trying to remove the needle, the excessive force applied by the operator contributed to the shaft distal tip damage. As per IFU 109282 indications for a needle insertion and a successful deployment are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.